Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after deployment, the clip detached from anterior leaflet, and remained attached to the posterior leaflet which required a second clip for treatment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, and a posterior leaflet prolapse with a flail. The deployment steps were started. After the second attempt to establish final arm angle (faa), prior to pulling the gripper line, the clip detached from anterior leaflet, and remained attached to the posterior leaflet (single leaflet device attachment/slda). A second clip was used to stabilize the slda clip, reducing the mr to 1+, with a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions-handle was not secure during establishment of final arm angle (faa). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip instructions for use (IFU) mitraclip device pre-deployment clip assessment states, confirm dc handle is secure. The IFU further warns that failure to secure the dc handle may result in leaflet injury or loss of leaflet insertion with resultant worsening mitral regurgitation (mr), single leaflet device attachment (slda) and/or conversion to surgical intervention. All available information was investigated and the reported slda appears to be related to user error, as in this case, the dc fastener was not secured, resulting in the dc handle rotating while establishing final arm angle, which likely contributed to the reported slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: while establishing final arm angle (faa), the delivery catheter (dc) handle was not secure as it should have been, resulting in the handle turning.